Event description:
It was reported the patient's blood glucose level rose to 396 mg/dl while wearing the pod between 4 and 24 hours on their abdomen. As treatment a new pod was applied. The device was originally reported for leaking during wear.

Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate the device leaking during operation. The patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.